Event description:
This issue involves the surescript erx functionality in powerorders and affects users that utilize powerorders electronic routing to document prescription medication orders. When an update is made to the frequency field on an existing prescription, the frequency schedule ID is not simultaneously updated on new orders sent to the pharmacy via surescripts. A patient could potentially take a medication too frequently or infrequently if the pharmacy receives an electronic prescription with the wrong frequency. Cerner received notification that two patients received more than the prescribed dosage of medication as a result of this issue. The first, an elderly patient, was reported to have received more than the prescribed dose of a blood thinner levoxyl for 6 weeks. No serious injury or death has been reported to cerner in association with this issue. A second patient event was reported where the patient received inappropriate dosage orders for carbamazepine and was subsequently admitted to the hospital with atypical chest pains. The client subsequently reported the patient took the correct dosage based on previous instructions and did not rely on the inappropriate dosage as indicated in the surescripts prescription message.

Manufacturer narrative:
Cerner distributed a priority review flash notification in early 2009 to all potentially impacted client sites. The software notification includes a description of the issue and interim workflow adjustment to prevent the malfunction. A software is being developed to address the issue for all the sites that could be potentially impacted. Cerner corporation will provide a follow-up report when the software modification is available.